Event description:
It was reported that the subject device had abnormal image. The issue occurred during out of the box failure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: internal flooding, watertight defect from cable pinhole, flooding of the charged coupled device, flooding of the main body, corrosion of the electrical contact, corrosion of the free lock lever, buckling of the cable and cable pinhole a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.